Event description:
Medtronic received information that approximately four years following the implant of this bioprosthetic valve, in a patient with infectious endocarditis (ie), the valve was explanted with no reported adverse patient effects. It was noted that the cusps of the explanted valves had tears that looked as if they were made by a box-cutter knife, and pannus was present. The surgeon was requesting the cause of the tear and whether the tear was related to ie.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual observation found that the valve was slightly distorted. A pledget remained attached to the inflow adjacent to the non-coronary left inferior coaptive area. A long, white multifilament suture tail remained attached to the sewing ring on the outflow adjacent to the non-coronary left stent post. Tears and abrasions in the left and right cusps adjacent to the left right commissure appeared to be due to contact with visible mineralization and increased in size during explant. An abrasion in the lunula of the right cusp appeared consistent with bias cloth and/or long suture tail contact and increased in size during explant a small abrasion through the free margin of the right cups adjacent to the point of coaptation appeared consistent with historical findings for contact with a long suture tail. Several tears on the inflow and outflow of all cusps appeared to have occurred during explant. Tears and abrasions due to visible mineralization and explant were observed in the left right commissure. Remnants of glistening off white pannus remained attached to the sewing ring on the inflow and outflow and back of the right non-coronary stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed mineralization in the left cusp and left right commissure. Conclusion: our analysis confirmed the clinical observation. Based on the analysis it appeared that there was a combination of mineralization, and pannus overgrowth observed on the explanted valve. In addition, tears were observed in the left right commissure likely due to mineralization. Further tears were noted in the right cusp consistent with bias cloth and/or long suture tail contact. Another small abrasion through the free margin of the right cusp adjacent to the point of coaptation appeared consistent with historical findings for contact with a long suture tail. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. In conclusion, the findings were due to implant technique and patient related conditions of mineralization and pannus overgrowth. (B)(6).